Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported extended charging times and difficulty achieving a full battery charge. Troubleshooting was performed including obtaining an abdomen ultrasound and analysing the implanted system¿s performance data. The charging issues were not able to be confirmed or resolved. Due to the reported charging issues, the patient had concern for their system¿s performance. A closed loop stimulator (cls) revision was performed to resolve the reported charging issues and restore the patient¿s therapy.

Manufacturer narrative:
Additional information : section d4 - expiration date, unique identifier (UDI) # section d9 - device returned to manufacturer section g - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the cls was returned for analysis. The device passed all functional testing without noted issue. The charging logs were reviewed. The patient reported more frequent charging sessions lasting 90 minutes. In review of the charging logs, there were 142 charging sessions of which 12 sessions met or exceeded 90 minutes. Additionally, throughout all charging sessions, it was noted that system was frequently not charged fully. This may have contributed to the reported charging frequency. The reported charging issue was not able to be confirmed.